Event description:
It was reported that this lead was not implanted successfully due to an unknown product performance anomaly. Additional information indicated that the lead was attempted due to intermittent capture at higher outputs. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to an unknown product performance anomaly. This is lead was never in service. No adverse patient effects were reported.